Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s black box and history were reviewed and showed a manual time change from (B)(4) 2013 13:54 to (B)(4) 2013 08:01. Only typical usage alarms and warnings were observed in the alarm history; there were no alarms related to the complaint. The total daily dose (tdd) correctly reflected the user¿s programmed basal rate. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. Unrelated to the complaint, evaluation revealed a faded, discolored display screen. The display screen was replaced with a test screen for testing and the display functioned properly with no discoloration or fading. The reported issue was not able to be duplicated during the investigation.

Event description:
On (B)(6) 2013, the patient contacted animas stating that she experienced a blood glucose (bg) value in the range of 600mg/dl. The patient reportedly was taking insulin injections for treatment and stated that her bgs would go down for a few hours. The patient reportedly was also using the pump for treatment. It was noted that the patient changed out the infusion set 3 times in order to help keep her bgs down. The patient stated she would purchase insulin either from the health care provider (hcp) or pharmacy to see if the insulin was effective. It was noted that when she started using a new shipment of insulin on (B)(6) 2013, with expiry of 11/2013, and the novolog pen, her bgs started to go up. Customer support (cs) advised the patient to have the insulin checked that she is currently using. The patient stated that she will contact the hcp to purchase different insulin and return the other insulin. The patient reportedly is going to continue using the pump with the same insulin in order to treat her bgs. Cs reviewed the pump with the patient and there wer no delivery issues noted with the pump. The patient denied reviewing the pump history with cs. There was no indication of a pump malfunction. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy. It was noted that the patient may have been using bad insulin which have been a contributing factor to her high bgs.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.